Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿hernia sac was carefully dissected off the cord, vessels and reduced back into the preperitoneal space. A perfix plug was placed in the internal ring and sutured in 3 different areas using sutures. Then the patch was placed down to the shelving border of the inguinal ligament.¿ (B)(6) 2014 - patient was diagnosed with left inguinal pain with bulge and mass thereby underwent wound exploration with partial excision of mesh. Per operative notes, ¿a lot of scar tissue formed and tissues was densely adherent to the mesh that was placed as onlay. The mesh plug appeared to be in place. The mesh onlay had folded to where there was a bunch of wad of mesh near the covering point of the mesh plug that was causing mass and bulge. Therefore that portion of the mesh was removed." (B)(6) 2014 - patient was diagnosed with mesh infection with open wound thereby underwent repair with removal of mesh. Per operative notes, ¿the portion of mesh exposed was removed. The lateral aspect of wound were necrotic and that was debrided.¿ (B)(6) 2015 - patient was diagnosed with chronic neuropathic pain of the left groin, meshoma and extruded mesh plug thereby underwent neurectomy with excision of mesh. Per operative notes, ¿there was extruded mesh at the cephalad. The ilioinguinal, iliohypogastric and paravasal nerves, genitofemoral trunk were identified and became entrapped in adherent mesh and scarring, this was transected at the level of mesh. At the preperitoneal space the mesh plug that was cephalad was removed. All prior mesh had been removed. Then a piece of synthetic mesh was placed.¿ attorney alleged that the patient had adhesions, infection, mesh migration, nerve damage, pain, hernia recurrence, meshoma, nerve entrapment, additional surgery and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of perfix plug, patient was diagnosed with nerve damage, infection, open wound, necrosis, abscess, adhesions thereby underwent repairs with mesh removal. Per op notes, ¿mesh had folded", "there was extruded mesh." The instructions-for-use supplied with the device list infection, extrusion and adhesions as possible complications. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device." Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-mar-2010) is considered to be best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.